Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple failures were observed on the random drawers and doors. A field service engineer (fse) was unable to replicate the reported issue during testing and visual inspection. The fse gathered information from nursing staff, which indicated possible communication bus line concerns, then reseated all row board cables and verified the bus cable connections to ensure proper communication to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple failures were observed on the random drawers and doors. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there was adverse events or injuries reported based on this event.